Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 180 mg/dl versus 160 mg/dl meter to lab. Tests were done within 20 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.